Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). The device status is unknown at this time due to lack of registration and follow-up information. No patient complications have been reported as a result of this event.